Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. The patient also had urinary tract infection (uti), acute renal insufficiency and dementia. Furthermore, the patient had a fall and vertebrae compression fracture. There were no additional adverse patient effects reported. The rv lead remains in service.